Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the tricuspid position, the physician determined that the attempted repair was unsuccessful. After the patient was taken off cardiopulmonary bypass (cpb), the patient had moderate regurgitation due to a dilated annulus, destroyed native posterior leaflet, and calcification. The patient was put back on cpb, and the device was explanted and replaced with a bioprosthetic valve. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.